Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that labels were lifting off with a bd vacutainer® serum blood collection tubes. This occurred on 34 separate occasions prior to use. The following information was provided by the initial reporter: open label.

Event description:
It was reported that labels were lifting off with a bd vacutainer® serum blood collection tubes. This occurred on 34 separate occasions prior to use. The following information was provided by the initial reporter: open label.

Manufacturer narrative:
H.6 investigation summary :bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect/missing label with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA # 1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.